Manufacturer narrative:
Product analysis: visual and optical examination identified that the threads of the screw are damaged from what appears to be cross threading. The thread damage is consistent with from what appears to be cross threading from misalignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l2 wedge vertebral dislocation; and underwent procedure for kyphosis by pedicle subtraction osteotomy through posterior approach. Intra-op, when the set screw was being tightened into the screw, the set screw slipped and could not be tightened. Then, the set screw was completely explanted and was replaced with a new product. No patient complications were reported as a result of this event.